Manufacturer narrative:
Corrected field is h6-component code. Updated fields are b4, g3, g6, h2.

Event description:
N/a.

Manufacturer narrative:
Corrected fields-e1-event site telephone, e1-event site state, h6-component code. Updated fields- b4, b6-additional comments, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Event summary and root cause evaluation- an esp call was received on march 3, 2024 at approximately 11- 23 am edt from (B)(6), rn, in the sicu regarding a printer not working on a cardiosave pump. (B)(6) reported that the printer had suddenly stopped functioning. She attempted to resolve the issue by removing and reinserting the paper roll and trying different orientations. She was advised that, as the patient was hemodynamically stable, she could power the pump off and back on. After restarting the pump, the printer initially produced only a partial strip, however, after gently adjusting the paper and pressing print again, the printer functioned normally. During the same call, (B)(6) experienced a gas loss alarm, which was addressed by reviewing tubing connections, confirming clear tubing, and pressing the iab fill key. (B)(6) also asked questions regarding diastolic pressure values and assisted versus unassisted edp. Guidance was provided regarding monitoring trends, patient goals, and deflation timing adjustments in auto mode for improved afterload reduction if clinically indicated. (B)(6) later called back to discuss these values further and was advised to review goals with the provider. She was provided with direct contact information for further questions and expressed appreciation for the assistance. (B)(6) were notified via email. There is no harm reported. A gas gain or loss in the iab circuit takes place when a cumulative shuttle gas gain or loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period greater than or 80 msec and deflation period greater than or 250 msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions or restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues. The cardiosave pump functioned as designed, and all reported issues were resolved through user guidance and normal operational procedures. The reported issues are attributed to user interaction or setup factors and transient operational conditions, with no confirmed device malfunction.

Event description:
The user contacted the emergency support program line reporting that the printer suddenly stopped working and a gas loss alarm occurred. No patient harm was reported.

Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.